Event description:
It was reported to philips that the c-arm geometry movements were partly unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer kept using the restricted system with the fault condition for different procedures. The philips remote service engineer (rse) examined the system and reviewed the log file, no malfunction was found. The philips field service engineer (fse) went onsite and confirmed the reported problem. The fse found that when moving the c-arm, the cranial -caudal movements were restricted to a slow pace whereas moving quickly stopped the movement. The fse carried out all the geometry calibrations. Log file analysis identified no malfunctioning. After the performed geometry calibrations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.